Event description:
Failure of hip prosthesis which required left total hip revision to remove defective metal hip components. Hip prosthesis was installed on (B)(6) 2009 and worked fine until (B)(6) 2010 when I started having pain in hip area after exercise walking. Pain continued to increase so I followed up with my orthopedic surgeon in (B)(6) of 2010. During the period of (B)(6) 2010 to (B)(6) 2010 my surgeon ordered mris, nuclear scans, cortisone injections, and did a left hip fluid aspiration, all tests came back within normal range. I also went to physical therapy but the pain kept getting worse. On (B)(6) 2011, I approved the order for a total hip revision. Surgery was set for (B)(6), 2011 and he ordered a metal ion and ultrasound which both came back normal. When he opened me up on (B)(6) he saw gray fluid around the joint and surrounding tissue. The pathology report stated "chronic organizing fibrinous synovitis pigmented macrophages suggestive of metallosis.